Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump drive support cap was loose. No troubleshooting was performed. Blood glucose was unknown at the time of call. Product is not expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with broken off the end cap. Drive support disk was inspected and no anomaly was noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and corroded battery tube.